Event description:
On (B)(6) 2012, the reporter contacted animas alleging that for the past 3-4 days the down arrow has been harder to push. Reporter states that the down arrow occasionally must be pushed 3-4 times to get it to work and also states that the contrast button skips and it will go two steps with one push. Reporter denies any tearing, holes or wearing on the keypad and denies any recent trauma to the pump. The pump is worn on a belt and not cleaned. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
(B)(4): testing confirmed the "contrast" and "down" keys are intermittently unresponsive. Removed keypad to inspect key contacts for contamination which was found under the "contrast" and "down" key contacts.unrelated to this complaint, the display is faded and discolored upon start up and difficult to read. When the faded display was replaced with a test display, the test screen was fully functional. Completed the testing with test display.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.